Manufacturer narrative:
The single port (sp) monopolar curved scissors (mcs) tip has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) monopolar curved scissors (mcs) tip fell off the instrument many times and fell into the patient. During the surgical task of dissection, a fragment fell into the patient. The fragment was retrieved by the assistant and confirmed to be retrieved by checking that the tip was complete. No additional procedure was performed to retrieve the fragment nor were post operative imaging tests done due to the fallen fragment. The procedure was completed robotically with a back-up mcs tip. There was no injury to the patient, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. The mcs tip is available to be returned to isi. No photographic images of the device(s) or video recording of the procedure were available for intuitive surgical, inc. (Isi) review.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: on 10-feb-2026, intuitive surgical, inc. (Isi) received monopolar curved scissors (mcs) instrument (lot #k10250319-0023) to perform failure analysis. An in-house mcs tip was installed onto the instrument's tube adapter with no issues despite the fact that the tube adapter was found to be broken. The instrument was then tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The mcs tip accessory remained installed onto the instrument's tube adapter through the entirety of the test. The tube adapter component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. A broken piece from the tube adapter, measuring approximately 1.30mm x 1.77mm in size, was found to be detached and not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip accessory to perform failure analysis. The mcs tip was analyzed and the retaining cover of the mcs tip appeared to be completely dislodged from the blades. The blades did not appear damaged. No missing material was found.

Event description:
Refer to h11 for follow-up information.